Event description:
The customer reported the unit had an error code message of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) failed. The customer reported that there was no patient involvement.

Manufacturer narrative:
Customer doesn't know when it happened.